Event description:
It was reported that during a ventricular lead revision, the pulse generator exhibited premature elective replacement indicator after being exposed to electrocautery. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.